Event description:
A customer had a problem with foley catheter. According to the customer, the catheter balloon would not deflate upon removal from the pt. Removal occured only when side-arm to catheter was cut. No pt injury was reported.